Manufacturer narrative:
An event regarding crack/fracture involving an unknown stem was reported. Method & results: -device evaluation and results: not performed as no product was returned for analysis. -medical records received and evaluation: x-rays post event confirm implantation of mrh knee components with a loose connection, quite likely a fracture, between femoral component and stem extender. Both ap and lateral view confirm a lack of bone support of the femoral component with some additional radiolucent lines around the most distal femoral stem section. [...] This lack of adequate bone support behind the femoral component should be considered more than enough to cause overload, fatigue accumulation with ultimately a fatigue fracture exactly at the transition between loaded and unloaded stem section. -device history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusions: the medical review indicated that suboptimal reconstruction of prior bone defect conditions in the distal femur during previous revision for an unknown failed knee device with either bone graft or metallic substitutes like cones, wedges and/or augments required for mrh types of devices has contributed to an overload condition of the femoral component with lack of bone support causing a fatigue fracture at the level of peak overload near transition between supported and non-supported by bone section around the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, such as device return, device details, operative reports, as well as patient history and follow up notes, this record will be reopened.

Event description:
It was reported that patient's left knee was revised due to pain. Rep reported that when the knee was exposed, the femoral component/stem junction was loose.

Manufacturer narrative:
Catalog # 6478-6-628 was reported for this device, however, the catalog # was deemed invalid. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that patient's left knee was revised due to pain. Rep reported that when the knee was exposed, the femoral component/stem junction was loose.